Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated no contact force was displayed when the device was connected during the procedure. However, the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical problem and subsequent delay could not be conclusively determined.

Event description:
Related manufacturer ref: 3008452825-2022-00089, 2184149-2022-00068, 3008452825-2022-00090. During a premature ventricular contractions ablation procedure, two catheters experienced an issue where the contact force did not display. Both catheters had been inserted into the patient. The tactisys connections were then checked with no resolve. A third catheter was used and the same contact force issue occurred, but the catheter was continued to be used without contact force and the procedure was completed with no adverse consequences to the patient. Due to the issues, a prolonged procedure occurred.